Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon was attempting to implanted a 13.2 mm vicmo13.2 implantable collamer lens, -08.50 diopter in the patient's left eye (os) on an unknown date and the lens was noted to be damaged. It was indicated there was no patient contact with the lens.

Manufacturer narrative:
Additional information: device evaluation - the lens was returned in liquid in lens case/vial. Visual inspection found the haptic broken. (B)(4). Secondary intervention, lens exchanged and problem resolved. (B)(4).

Manufacturer narrative:
Corrected data: the operation was performed on the patient's right eye (od), not left eye. (B)(4).

Manufacturer narrative:
The lens was damaged during injection. Patient contact is unknown. The lens was exchanged on (B)(6) 2015 and the problem was resolved. A work order search was performed and found no similar complaints. (B)(4).